Event description:
Cg attempted to load and utilize tubing for the level 1® fast flow fluid warmer. Shortly after setup and blood connected, the caregiver noticed that the tubing has snapped just above the filter. This incident delayed care due to the fact that additional tubing was needed and set up again. Eventually patient received transfusion.